Event description:
It was reported that during an unk procedure, the silicon valve (reducer part) had been broken. Another device was used to complete the case. There were no adverse consequences to the pt.